Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the ets45 fired and cut but did not staple. It was reportedly a new reload, but the equipment was not kept for examination or return. The pt had to be opened to complete the case.